Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor position encoder error alarm during priming. Customer reported that insulin pump was not exposed to MRI or magnetic field. Customer reported that drive support cap appeared normal. Customer's blood glucose was 118 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a constant motor error alarm during the rewind due to a high motor current draw. Unable to confirm the motor position encoder error alarm or complete the functional testing due to the motor error alarm. No physical damage was noted during visual inspection.